Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. These codes indicate issues with the device's blower motor and system board. Device has been evaluated, but the components have not been replaced, pending customer approval of estimate.